Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to the patient's living environment, but as no specific error was identified, the cause is assessed as unknown. Beginning on the day of onset, the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date in the same month as this report was received, antibiotic therapy was discontinued. Dianeal therapy was ongoing. After three days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis. No additional information is available.